Event description:
The customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting with technical support, opting to resolve the issue independently, and indicated plans to follow up later.